Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the alert vibration was weak. The reporter confirmed that the vibration function was operating, but was weak. There was no indication this issue caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Follow-up #1: date of submission 12/15/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 12/02/2016 with the following findings: on investigation, the pump powered on with fully functioning vibration that was normally palpable. The pump was opened for investigation and did not reveal any damage to the vibration motor or vibration motor contact pads. Investigation did not duplicate the complaint of weak vibration.